Manufacturer narrative:
Additional MFR # 3003306248-2022-10701. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that prior to the centrimag system being connected to a patient, the beeping sound commenced while no one was touching the console or the motor. The pump then stopped. The centrimag system was swapped out, and there was no affect to patient treatment.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the console beeping was not confirmed; however, the reported event of the pump stopping was confirmed via the log file. The centrimag 2nd generation primary console (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review. A review of the downloaded log file showed events spanning approximately 19 days (20feb2022 ¿ 21feb2022, 25feb2022, 11mar2022 ¿ 12mar2022, 15mar2022, 20mar2022, 22mar2022, 25mar2022, 29mar2022, 01apr2022, 08apr2022, 30apr2022, 06may2022, 11may2022 ¿ 12may2022, 31may2022, 22aug2022 per time stamp). On 12may2022, the console was operating a motor at a speed of ~2200 rpm with a flow of ~2.6 lpm. At 10:05:54, the pump stopped due to user request. The motor speed dropped to 0 rpm before the speed was increased again to 2100 rpm at 10:06:25. There were no other notable events active in the log file. The centrimag 2nd generation primary console was returned for analysis to the european distribution center (edc). The console was powered on as intended and functionally tested. The console operated as intended. Preventative maintenance was performed. The reported event was unable to be reproduced during testing. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the centrimag 2nd generation primary console (serial #: (B)(6)) and the console was found to pass all manufacturing and quality assurance (qa) specifications. The internal battery (serial #: (B)(6)) was shipped with the console. The 2nd generation centrimag system operating manual (rev. L) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. L) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. L) table 13 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot all system alarms. No further information was provided. The manufacturer is closing the file on this event.